Event description:
A report was received that during the trial lead pull, it was discovered that the patient had an infection at the lead site. The patient's symptom included fever. The physician believes the infection was procedure related. The patient was given oral antibiotics and was reportedly doing well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-50e, (B)(4), description: st linear trial lead, 50cm with pre-loaded 0.014 inch stylet (streamlined) the explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.